Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 162 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.